Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted staples malformed with irregular shape (with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.